Event description:
The patient reported that their right ventricular (rv) lead ¿broke¿ and they were inappropriately shocked. It was also noted a lead integrity alert (lia) was triggered on the rv lead due to oversensing. The implantable cardioverter defibrillator (ICD) was turned off and the rv lead was capped. No further patient complications have been reported as a result of this event.